Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they saw an upper limit screen when they changed to program 2 and that they were unable to increase past 1.6v. No symptoms were reported. Patient has and appoint with their health care provider in a couple of weeks. No further complications were noted or anticipated.